Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se after a coronary interventional procedure. Reportedly, the clip of the starclose se device was deployed and the artery was partially closed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to achieve hemostasis could not be confirmed. Analysis of the returned device revealed the device was fully clip deployed. The external and internal components were found in the correct post deployed positions and undamaged. The cause for the reported failure could not be conclusively determined. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would contribute to the reported event. Also review of the complaint history for the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.